Event description:
Caller reports back to back comparison to a lab results of 113mg/dl on the meter, and 446mg/dl at the lab while using the inform system. Caller reports patient received no treatment based on meter reading. Caller reports quality controls have been passing. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.